Manufacturer narrative:
(B)(4).

Event description:
An aneurx stent graft system was implanted in patient for endovascular treatment of a 5.7 cm abdominal aortic aneurysm. The diameter of the proximal aortic neck at implant measured approximately 22 mm. The current proximal aortic neck measured approximately 25 mm. The aortic neck angle at implant measured 30 degrees and it is 40 degrees currently. The aorta was moderately tortuous and moderately calcified. It was reported that patient returned for follow up and it was found that the bifurcate had migrated resulting in a proximal type I endoleak. Per the physician, the cause of migration leading to proximal type I endoleak was due to patient anatomy, disease progression. The patient received an intervention where the event was resolved. No additional clinical sequelae was reported and the patient is doing fine.